Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient passed away. A patient advocate claimed that the patient may have contracted a staph infection when her current device was implanted approximately two months earlier, and that this may have caused or contributed to the patient's death.

Manufacturer narrative:
The local boston scientific field representative spoke directly with the patient's following physician, who noted that the signed death certificate states the cause of death as cardiopulmonary arrest, acute renal failure and heart failure. The following physician was unaware of a staph infection of any kind, and made no allegations against the performance of the device. Available information suggests that this device was buried with the patient. This event will be updated if any additional information becomes available.